Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was not able to be used due to contamination. There was foreign material in the primary packaging. No other adverse patient effects were reported.

Manufacturer narrative:
We have been informed about a defect product, foreign material in packaging. According to the complaint description lot number and sample are available. After receiving this complaint, we searched for other complaints and found none regarding the lot number 8529325. Checking the quality databases did not reveal any anomaly in relation to the described defect. The investigation determined that the hair could be from supplier or from our operators too. There is a visual inspection in the process to detect this type of failure. The issue was not detected by this control. We trained the operators about this kind of failure and the importance of wearing hair net in the production.